Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The excel 36khz straight handpiece each1 (c2602) was returned for evaluation: device history record (DHR) review - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident were observed. Failure analysis - investigation of the returned handpiece shows that it has low power, and the coilform is broken. To resolve the issue, the coilform was replaced and the handpiece successfully passed a function test. Root cause - the reported issue of "overheating" is not confirmed. However, the evaluation has confirmed that the coil form is broken. Which can potentially result in the handpiece heating as a "broken" coil from may lead to incorrect power being driven through the handpiece, resulting in heating. No corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the pipe of the water-cooling system inside the handle of the excel 36khz straight handpiece (c2602) was blocked, resulting in water cooling circulation obstacles, and the handle was hot during use. The issue was detected prior to use on a patient. There was no injury and no delay in surgery.